Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va0cl80, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 20-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported never experiencing therapeutic effect. Patient reported they when and saw a gastroenterologist and talked to a surgeon about getting a colostomy bag, but was told to try other steps before getting one. The doctor told the patient to have the implant checked because ever since the patient got the implant it hadn't helped them and they weren't getting symptom control at all. The patient said they were calling because they didn't feel like things were right with the implant and their doctor told them to call the manufacturer to check the implant remotely to make sure it was working right. Patient services offered to assist patient with checking settings, they stated they preferred to see a rep in person. Patient reported with the current implant they were getting feeling/stimulation with 1,2 and 4. Patient reported they were confused by why they were getting stimulation on 4 when they were told by the rep that 4 wasn't in their body/didn't work. It was attempted to explain the settings in the programmer. The patient said that their toes and foot go into a cramp and their foot arched, patient reported this had been the case since they got the therapy. Patient reported they had to increase stimulation really high before they started to feel it and with their previous device that wasn't the case. Patient was going to call their healthcare provider to set up an appointment with rep. No further complications were reported or anticipated.